Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), retinal artery occlusion ("stoke in left eye") and seizure ("seizures") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, tremor, vertigo, abdominal pain and vomiting. Concomitant products included acetylsalicylic acid (aspirin) since 2008, atenolol (atenol) since 2015, baclofen since 2017, diclofenac since 2006, gabapentin since 2006, levetiracetam (kepra) since 2016, metformin since 2015 and vicodin (norco) since 2013. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and alopecia ("hair loss"). On (B)(6) 2007, 6 months 12 days after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"). In (B)(6) 2009, the patient experienced seizure (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced menopause ("menopausal"). On (B)(6) 2013, the patient experienced ovarian neoplasm ("tumor in left ovary"). On an unknown date, the patient experienced retinal artery occlusion (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device) and surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, retinal artery occlusion, menopause, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, seizure, dyspareunia, ovarian neoplasm, fatigue, alopecia and abdominal pain lower had not resolved and the menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, menopause, menorrhagia, menstrual disorder, ovarian neoplasm, pelvic pain, retinal artery occlusion, seizure, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: urinary tract infection,depression,seizures. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs+mr received, reporter added, events added as:- hormonal changes describe: menopausal, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia),infection (bladder/ urinary tract/vaginal) type: utis, psychological or psychiatric problems condition: depression and mental anguish, seizures, tubal ligation, dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: tumor in left ovary, pain, vision/eye problems type: stoke in left eye, fatigue, hair loss incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain'), genital haemorrhage ('abnormal bleeding (general)'), seizure ('seizures') and ovarian neoplasm ('tumor in left ovary') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trauma and renal cyst nos. (B)(6) 2007: hysterosalpingogram: the hysterosalpingogram demonstrated filling of the body of the uterus but no filling of either right or left fallopian tube could be obtained. Tantalum wire is in place within the right and left fallopian tube. (B)(6) 2007:impression: a 5.3 x 4.3 cm complex multi cystic right adnexal mass, surrounding fat planes are clear. Diagnostic considerations include neoplasm versus complex cyst or even hemorrhagic cyst. (B)(6) 2007:complex right ovarian mass. (B)(6) 2008: right knee 4 views: marked degenerative changes with joint occlusion. (B)(6) 2010:four views right knee: conclusion: progressive advanced tri compartmental degenerative changes of the right knee. Moderate degenerative changes in the medial compartment of the left knee. (B)(6) 2010:four views right knee: advanced degenerative changes of the left knee. (B)(6) 2011: impression: small simple left renal cyst and an elongated mildly hyper dense left posterior lower pole focus, which may either represent a forming stone or milk of calcium within another tiny cyst. Appendix is not visualized, but there is no evidence of appendicitis. (B)(6) 2012:abnormal cns function study: mild narrowed appearance of the precavernous right internal carotid artery is again demonstrated. This is most noticeable on the neck mra examination and best visualized on 3-d reconstructed views. (B)(6) 2013:right knee single vtew: significant tri-compartmental osteoarthritic changes as above. (B)(6) 2015:CT of the abdomen and pelvis without and with contrast: complex pelvic cyst probably arising from left adnexa with recommendation for pelvic ultrasound including color vascular flow. (B)(6) 2015:trans abdominal pelvic ultrasound: complex cystic left adnexal lesion. Differential diagnosis includes epithelial ovarian neoplasm, functional ovarian cyst/ or peritoneal inclusion cyst. Concurrent conditions included dysfunctional uterine bleeding, tremor, vertigo, abdominal pain, vomiting, pain in hip, flank pain and urinary frequency. Concomitant products included acetylsalicylic acid (aspirin) since 2008, atenolol (atenol) since 2015, baclofen since 2017, diclofenac since 2006, gabapentin since 2006, hydrocodone bitartrate;paracetamol (norco) since 2013, levetiracetam (kepra) since 2016 and metformin since 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 day after insertion of essure (ess205). In 2006, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2007, the patient experienced alopecia ("hair loss"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"). In (B)(6) 2009, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced menopause ("menopausal"). On (B)(6) 2013, the patient was found to have ovarian neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced retinal artery occlusion ("stoke in left eye"), menstrual disorder ("menstrual bleeding"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and post procedural complication ("post removal complication"). The patient was treated with surgery (on (B)(6) 2013 oophorectomy, hysterectomy and salpingectomy(right), on (B)(6) 2015 salphingectomy(left), oophrectomy and ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection and back pain had resolved, the retinal artery occlusion, menopause, vaginal haemorrhage, menorrhagia, depression, anxiety, seizure, ovarian neoplasm, fatigue, alopecia and abdominal pain lower had not resolved, the menstrual disorder and post procedural complication outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dyspareunia, fatigue, genital haemorrhage, menopause, menorrhagia, menstrual disorder, ovarian neoplasm, pelvic pain, post procedural complication, retinal artery occlusion, seizure, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: (B)(6) 2013, (B)(6) 2015 procedure: hysterectomy + uni-so; salpingo- oophorectomy- unilateral. Patient received treatment for uti, pelvic pain, back pain, genital bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 19-jun-2007: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: urinary tract infection, depression and seizures. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: events: back pain, post removal complication were added. Event outcome, rcc comments were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), retinal artery occlusion ("stoke in left eye"), seizure ("seizures") and ovarian neoplasm ("tumor in left ovary") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included trauma and renal cyst nos. Concurrent conditions included dysfunctional uterine bleeding, tremor, vertigo, abdominal pain, vomiting, pain in hip, flank pain and urinary frequency. Concomitant products included acetylsalicylic acid (aspirin) since 2008, atenolol (atenol) since 2015, baclofen since 2017, diclofenac since 2006, gabapentin since 2006, levetiracetam (kepra) since 2016, metformin since 2015 and vicodin (norco) since 2013. In 2006, 1 day after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2006, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2006, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6)2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6)2007, the patient experienced alopecia ("hair loss"). On (B)(6)2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On 11-aug-2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"). In (B)(6)2009, the patient experienced seizure (seriousness criterion medically significant). In (B)(6)2013, the patient experienced menopause ("menopausal"). On (B)(6)2013, the patient experienced ovarian neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced retinal artery occlusion (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (on (B)(6)2013 oophorectomy, hysterectomy and salpingectomy(right), on (B)(6)2015 salphingectomy(left)), surgery (ablation) and surgery (oophrectomy). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia was resolving, the retinal artery occlusion, menopause, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, seizure, ovarian neoplasm, fatigue, alopecia and abdominal pain lower had not resolved and the menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, menopause, menorrhagia, menstrual disorder, ovarian neoplasm, pelvic pain, retinal artery occlusion, seizure, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: essure device was successfully occluded concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: urinary tract infection, depression and seizures. Most recent follow-up information incorporated above includes: on (B)(6)2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Plaintiff fact sheet received. Outcome of events pain, abnormal bleeding and dyspareunia were changed from "not recovered/resolved" to "recovering/resolving". Essure stop date added. Product-event details updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device ). At the time of the report, the pelvic pain had not resolved and the menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.